Manufacturer narrative:
(B)(4). During the baxter device eval, the unit was tested using the flow rate test per the spectrum service cannula preventative maintenance procedure and was found not to deliver within spec. Add'l flow rate tests were performed with the device not passing. Further eval found a stuck finger pressure plate in the door. There was no travel found on the pressure plate explaining the low flow numbers. The door and interior door hardware will be replaced and the pump will be reworked to ensure proper pump operation.

Event description:
It was found during a baxter device eval that a pump failed a flow rate test. There was no pt involvement.